Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced recurrent hypoglycemia while learning the system, with the user disconnecting the pump, consuming a large meal to raise glucose, and then reconnecting, followed by education on the algorithm, meal announcements, and appropriate low-glucose treatment including oral glucose. Symptoms included feeling tired and sick. Outcomes included no prolonged out-of-range duration, no need for outside assistance, and no medical intervention. Investigation included complaint intake, review of user-reported history, and troubleshooting with education on system use. Investigation of this case revealed user management issues related to pump disconnection and suboptimal low-glucose treatment approach, with device alerts functioning. It was concluded, based on previously established findings for similar reports, that the cause was unclear and related to user learning and use patterns. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.